Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned thyroid results for 1 patient sample tested on the cobas e 801 module. The patient sample was submitted for investigation where discrepant results were identified for elecsys tsh (tsh) and elecsys ft3 iii (ft3 iii) between the customer's e801 module, the centaur method, an e801 module used at the investigation site, a cobas 6000 e 601 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any erroneous results were reported outside of the laboratory. This medwatch will cover tsh. (B)(4). Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The e601 module serial number used at the investigation site was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The tsh reagent lot number used with the e601 module was 283550 with an expiration date of 30-jun-2018. The tsh reagent lot number used with the e411 analyzer was 274071 with an expiration date of 31-may-2018. The tsh reagent lot number used with the e801 module at the investigation site was 283556 with an expiration date of 28-feb-2019. There was not enough sample remaining to complete the investigation. Based on the data provided, a general reagent issue can be excluded. The investigation was unable to find a definitive root cause.